Manufacturer narrative:
Evaluation results - visual inspection of the product found the optic torn and one haptic torn off. There was evidence of surgical residue. Conclusions - the root cause for this event could not be determined because the injector and cartridge used were not returned.

Event description:
The surgeon attempted to implant an aq2003v silicone lens, but the trailing haptic broke off in the cartridge while it was being inserted. The lens was partially implanted and removed with no patient injury. The facility indicated that it was unknown as to why the haptic broke. An aq fp cartridge was used but the lot number was not provided by the facility. The model and lot number of the injector was not provided by the facility.